Event description:
It was reported via repair work order that the scale reading was fluctuating due to a malfunctioned load cells. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.